Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept beeping. The customer completed a self-test and it passed. The beep anomaly occurred every 45 minutes. Her blood glucose level dropped to 40 mg/dl last night. She drank orange juice to treat her blood glucose level. The device was not returned.